Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. No tones were emitted with magnet application and no pacing was occurring at the lower rate limit of 60 ppm. Rates were noted to be in the 40-50 bpm range. Remote home monitoring data was reviewed by a boston scientific engineer. No alerts were detected, other than a low atrial intrinsic amplitude. The last office interrogation was (B)(6) 2013 and the most recent remote monitoring transmission was (B)(6) 2013. From the last transmission, the battery showed the time to explant was 5 years remaining. The latest episode was a nonsustained ventricular tachycardia (vt) event. The last delivered shock was in (B)(6) 2010. The cause for the interrogation issues observed in the field and the no pacing output was not determined based on this device data review. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was received for laboratory analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in battery depletion.